Event description:
The patient's family member reported that the suspect device was used to check patient's blood glucose level and the results were in the 200mg/dl range. Meds were taken per doctor's order. The patient then did not awake in the morning and emergency medical technicians were called. Emergency medical technicians checked patient's glucose at 35mg/dl. They treated patient for hypoglycemia and retest at 55mg/dl. Patient's meds were then adjusted. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for eval.